Manufacturer narrative:
The returned device was received on 01/15/2018 and evaluated on 01/17/2018. The pump was returned with only the power supply. The device passed vacuum and cycle testing using a lab kit, which did not confirm the customer's report of low suction; however, the evaluation did confirm the customer's report of noise. [(B)(4)].

Manufacturer narrative:
The customer could not perform troubleshooting as she was driving in her car at the time she made the report. A replacement pump was sent to the customer. In follow up with the customer by a complaint handler on (B)(6) 2017, the customer confirmed that she was prescribed antibiotics to prevent mastitis. She indicated that she was exclusively pumping because her baby has tongue and lip tie. She does oral exercises with her baby, who now opens a little wider to latch, so, though it is a shallow latch, she is able to breastfeed. Additionally, she rented a hospital grade pump, but had to return it due to the cost. At the request of the customer, she was referred by the complaint handler to a medela lactation consultant. On (B)(6) 2017, a medela lactation consultant spoke with the customer. The customer alleged that she was having problems with her pump, as the suction had been decreasing. She alleged that she did develop mastitis because she was not able to empty her breast very well and was put on antibiotics. The lactation consultant ordered a replacement pump for the customer, which the customer indicated at a later date, was working without issue and that she was no longer experiencing any signs or symptoms of mastitis. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4)%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her lactation consultant told her that her pump in style breast pump was not "working right." She alleged that it pauses during her pumping session and does not empty her breasts. As a result, she was engorged. Her friend treated her with a hot wet diaper on the breast to relieve engorgement. She saw her doctor, who prescribed her an antibiotic to prevent mastitis. She has almost completed the course of antibiotics. She is using a hospital grade breast pump, which is emptying her breasts.